Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior colporrhaphy and cystoscopy; due to sui, rectocele and weak rectovaginal fascia. It was reported that the patient underwent implantation of an advantage fit on (B)(6) 2012 due to sui. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to physician recommendation. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, fistulae, recurrence, dyspareunia, and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.